Event description:
It was reported that the ilet¿s screen bezel separated at the seam, exposing internal components, while the user was changing the cartridge, and the user temporarily secured the device with tape; the device component implicated was the display, and the problem was characterized as a loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence of a stress-related problem with bonding, consistent with a component-level issue involving the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.